Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2024. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on january 22, 2025. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and material evaluation of the returned device visual analysis of the returned device determined that the black spots were observed on the posterior view and the particles were measured with a calibrated tappi chart, the size of the particles was less than 0.02 mm² (0.0002cm²) for both, and they were located on the device surface. In addition, the device was received without the thermoform. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. The chemical composition for the black spot under fourier transform infrared spectroscopy (ft-ir) results showed a high noise-to-signal ratio with mainly vibrations of pdms due to the particle size; however, further analysis by kastle meyer test showed that the foreign material particles present a biological nature. The source of origin remains unknown. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. The mentor microbiology department provided the device's sterility assurance records. The lot met all the sterilization parameters required to provide sterility assurance before release for distribution. In conclusion with consideration of process controls, and data records reviewed on the complaint device, the foreign matter particles in this product complaint are confirmed as a manufacturing defect. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 200cc mentor memorygel breast implant was found to have black specs on it when it was removed from the box during a procedure. The procedure was continued using different devices without patient consequence.